Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a suspected lead fracture with high superior vena cava (svc) defibrillation coil impedance measurements and oversensing with short interval counts (sic). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo, the helix of the lead was extrinsically bent and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress.